Event description:
It was reported that a sheath leak occurred. During preparation for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician observed a small leaking coming from the valve of the sheath during preparation. The faradrive sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as the device was retained by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.